Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was implanted and removed intraoperatively due to iol displacement and capsular tear. Sutures were required. The lens was exchanged for a lens of another model and diopter power. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces. The optic has been torn in half. One haptic is attached to each piece of the lens. One haptic is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.